Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the reported issue was confirmed. The camera head was found broken and giving an e334 error due to a faulty cable unit. The rear cover label was also found fading. No other issues were found during the inspection. If additional information is provided a supplemental report will be filed.

Event description:
A user facility reported a broken camera head that was giving an error. The camera head connector was damaged and there was no image. No patient involvement or injury has been reported. No additional information has been obtained.

Manufacturer narrative:
The investigation has been completed. A device history record (DHR) was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. Instructions for use (IFU) states: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." The cause of the event cannot be conclusively determined. Possible causes include that the communication error (e224) occurs due to an abnormality in communication to the processor. The damaged could have possibly be caused by failure in communication between the processor and the camera head, resulting in the error.